Manufacturer narrative:
A stryker field service representative evaluated the device was verified the reported issue. The battery pin connector was reseated to resolved the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a recessed battery pin.

Event description:
The customer contacted stryker to report that the battery could not be inserted into device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.